Event description:
It was reported that the patient presented in clinic due to a hematoma. Device interrogation revealed dislodgement via x-ray on the right ventricular (rv) lead. The physician elected to explant and replace the rv and the implantable cardioverter defibrillator (ICD). The patient was in stable condition.